Event description:
It was reported that the customer received a motor error during a bolus. Customer stated that this occurred about a week ago. Customer's blood glucose level was 5.3 mmol/l. Customer had an old pump that he was using. Pump is not working and customer is on manual injections. Insulin pump will need to be replaced. Customer will return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.